Event description:
The wife of a (B)(4) old male pt called zoll customer support to report that the pt's battery charger/modem kept resetting. The pt was issued a replacement battery charger/modem and a new battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) has been confirmed. Upon investigation the charger/modem was flashing between battery charging and insert battery. The cause of the battery charger/modem resetting was contamination on the battery board. The root cause of the contamination could not be positively identified, but was likely liquid ingress. Device eval of battery pack sn (B)(4) has been completed. Upon investigation, the battery was drained to 1.56v and was unable to charge or power up a monitor. The root cause of the low voltage was excessive discharge, as the battery charger/modem was unable to recharge the battery. No adverse event occurred because of the contaminated battery board. The pt received a replacement battery charger/modem and battery pack.